Manufacturer narrative:
D4: unique identifier (UDI) is corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having transforaminal lumbar interbody fusion therapy for spinal canal stenosis. Levels involved was l5-s1. It was reported that the postoperative jack down. Patient experienced bone fusion failure and instability, which led to revision surgery. There were no further complications reported regarding the event. Additional information was received from the manufacturer representative that the implant position remained intact, and the open cage shrank. Re-surgery was performed due to instability, the patient has recovered. Additional information was received from the manufacturer representative that instability developed due to bone fusion failure and rod breakage after jacking down, so a different cage was inserted and the rod was re-fastened for re-surgery. There were no patient symptoms developed after re-surgery. There were no complications reported as a result of this event. Additional information was received from the manufacturer representative that rod breakage occurred on l5-s1.

Manufacturer narrative:
B3: event date is unknown. G2: country of origin is japan. E1: initial reporter details are unknown. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.